Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) generator was unable to recognize the bovie pad. The procedure was able to be completed with the original generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer for additional information and was advised that there was no additional information available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection there were no issue found that would be related to the reported event. The iesu was tested using the system, the unit energized and cauterized, and all ports recognized instruments in error log c-00 errors. There were no issues. The probable root cause is attributed to a system check master failure on the integrated electrosurgical unit (iesu) generator.